Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 88 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and missing end cap sticker.